Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator door was failed. Required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that refrigerator door was failed. The field service engineer (fse) identified that the cable was not properly connected and plugged it back in to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator door was failed. Required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.